Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, <200 ohms impedance was seen. When the device was replaced, the insulation was found to be damaged.